Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the handpiece or tip was blocked. The blockage was cleared. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating it appeared during phacoemulsification, the handpiece and the machine did not feel to the surgeon to be doing anything. When he changed the setting to "dense" the handpiece seemed to work however he wanted to check on the machine.

Manufacturer narrative:
The customer reported that the handpiece, serial number (s/n) unknown, had an occlusion issue. The company service representative examined the system and was not able to replicate the handpiece occlusion issue when using the system. The system was then tested and met all product specifications. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The phaco tip sample was not returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The root cause of the reported event cannot be determined conclusively. (B)(4).